Event description:
Philips received a complaint on the intellivue mp5 indicating there was a speaker malfunction. A good faith effort (gfe) conducted confirmed that the device was completely out of sound. The device was clinical use at time of event and no adverse event occurred.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). The following functional tests and communication were performed: it was communicated to philips response service engineer that the device was diagnose by a 3rd part service and they replaced the speaker. No other information was available except that the device was functional after the speaker was replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The speaker was replaced, and it was communicated that the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.